Event description:
Customer reported the system is displaying a low kv alarm. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. No pt injury was reported.